Event description:
Customer discovered that while ventilator was cycling on a patient ventilator displayed an error code "poo". Ventilator was taken off the patient. The biomed was unable to duplicate the reported failure. The biomed replaced the 02 concentration potentiometer as a precautionary measure. The ventilator was functioning according to all manufacturer's specifications. Ventilator was returned back to service. There were no patient injuries.